Event description:
Patient is upset and worried because of all the pain they still have 41 days after "leave in" procedure. Had experienced a dark yellow, foul-smelling discharge that is now blackish/brown in color and still smells. The doctor gave antibiotics. In 2003 said "I still do not feel good. I still have a lot of pain, and I even told him that my legs and abdomen hurt so bad that I could hardly stand it." Patient is scheduled for tests/ultrasound.